Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed that the mains fuse (10amp) blew whenever trying to switch on the unit. The fse replaced the power supply assembly (0014-00-0033-05) after determining it was defective. The motor control board (0671-00-0004) was also replaced. The unit was tested for an hour and was found to be working properly. The fse performed all functional and safety tests. The iabp was handed over to the customer in good, working condition for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.